Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event - (reported as likely occurred in (B)(6) 2012). A device was returned for evaluation, which revealed a needle-to-cuff miss, as indicated by a bent posterior needle tip that became stuck below the posterior foot pocket. This is consistent with the posterior needle being deflected during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The customer returned a perclose proglide device without providing any complaint information. Follow-up attempts made to determine device and case circumstances were unsuccessful as the customer could not remember any details regarding the device or the case. Evaluation of the returned device revealed that the suture remained in the guide. Because the suture was not retrieved, the knot would not form to be advanced to the arterial surface to close the vessel as intended. Subsequently, a failure to achieve hemostasis would have occurred requiring an alternative method to achieve hemostasis. No additional information was provided.